Event description:
On (B)(6) 2012, the reporter claimed that the patient's blood glucose was above 600 mg/dl while the subject pump's time was off by 12 hours. In addition, the date was incorrectly set to (B)(6) 2012. At time of concern, the patient did not have any symptoms. During troubleshooting, there was no date/time reset issue when the battery was removed and reseated. At the end of the phone call, the reporter stated he will take the patient to the hospital ER. The subject pump was requested back for investigation. This complaint is reported because, the patient allegedly had blood glucose above 600 mg/dl while the insulin pump had the incorrect date and time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: follow-up #1 submitted 7/19/2012 the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings :bt1 component failure. The black box shows evidence the pump was running on the date (B)(6) 2012 for two days. The black box verifies several manual date and time changes made by the user: the tdd history show the pump was running on default setting of (B)(6) 2007 for 14 days. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 10 unit bolus was performed successfully using a test meter and was accurately recorded in the pump history. . The pump was exercised for 24 hours and no time changes occurred during this time. After 24 hours the battery was removed for 1 hour. When the battery was reinserted, the pump time and date reset to the default setting. When the pump was opened to investigate, component bt1 was found to be leaking and unable to hold a charge. Unrelated to this complaint, the pump booted with pinkish contrast faded display screen; pump booted to normal contrast with s replacement screen. The cartridge compartment is damaged, with a chip missing near threads. The cartridge cap is still able to be fully tightened.